Manufacturer narrative:
Device evaluation: three smiths medical cadd administration sets were returned for analysis. Visual inspection was performed under normal conditions of illumination and delamination was found at least at one join of the filter with the tube. From the 3 samples received, functional testing was performed on only 1 sample due to confirmation of reported failure mode. During analysis, the reported issue was confirmed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set was leaking at the filter. It was reported that the patient did not receive the full therapy. Delay of therapy was also reported. No further information was provided. No adverse patient effects were reported.